Event description:
On june 24, 2010, a doctor reported that a patient lost a sybronpro xrt implant approximately two (2) years after placement due to unknown causes. This is the first of two reports.

Event description:
It was reported that a sensing anomaly was observed due to a lead dislodgement. Hence, the lead was explanted.